Event description:
It was reported that bd needle 21g 1in tw had foreign matter the following information was provided by the initial reporter, during the compounding of infliximab (remicade) it was noted that inside the clear solution was a green shard of plastic resembling the same colour as the plastic from the needle. As a result, customers are unable to use the vials that had been withdrawn into a syringe using the needle.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.